Manufacturer narrative:
MFR date: january 2009. The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact. The down arrow button responds to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts.

Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.